Event description:
A malfunction alarm with code "malf 0" was reported by the customer, involving a fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, but the malfunction recurred. Consequently, technical support arranged for a replacement pump. The customer, whose pump was under warranty, was advised to use mdi as backup therapy to ensure continuous insulin delivery. Additionally, technical support confirmed the shipping address and instructed the customer on returning the faulty pump using a prepaid label. The customer also received guidance on placing the pump into storage mode before its return, which they understood and acknowledged.